Manufacturer narrative:
This is the same event as 3010536692-2014-01351.

Event description:
Allegedly pt experienced pain soon after replacement and had several displacements that necessitated revision surgery.